Event description:
It was reported that pump was experiencing cartridge malfunctions after pump was already out of warranty. There was no reported impact to the customer¿s blood glucose level. Patient declined transfer to technical support, and no additional information was received regarding any further actions or outcome of the event.